Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement. Insulin pump trace download analysis confirmed the pump alarmed power error and power loss alarm. The power management tool confirmed pump error and power loss alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Insulin pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, missing display window cover, keypad overlay texture damage, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unexpected battery power loss. Blood glucose level at the time of the incident was unknown . The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.